Manufacturer narrative:
The pacemaker was received for analysis. Lead fragments were still attached to the device. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was properly interrogated. The battery status was ok and the remaining battery capacity was greater than 85 percent. Two hvr recordings were documented which occurred on december 06, 2022 at 12:29 pm and 12:30 pm. In addition, loss of capture was detected by the device on this day at 12:32 pm and the subsequent automatic threshold measurement was unsuccessful. However, besides these observations, no pacemaker malfunction was noted during data inspection. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction.

Event description:
Pateint deceased. Family requested device be evaluated. Should additional information be received, this file will be updated.